Event description:
It was reported that there was burning plastic smell and e2 error.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was burning plastic smell and e2 error.

Manufacturer narrative:
Alleged failure: burning plastic smell, e2 error. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause: main clip on the main board bent open. Advise to re-calibrate the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.